Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to kink on the cable. In addition, evaluation found following non-reportable findings: bad image was also due to bad charged coupled device and there was a fail water leak test from cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6 (problem code) on the initial medwatch. Updated code and "2981 material twisted / bent" should be removed from the initial medwatch. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the loss of image was intermittent due to a communication failure from a faulty cable. As to the cause of the faulty cable, it is likely that it failed due to water immersion. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.